Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed evidence of excessive battery usage. Visual inspection revealed that the battery compartment was cracked. There was evidence of moisture contamination found inside the battery compartment and on the underside of the battery cap. The pump was unable to maintain an electrical connection using the returned battery cap due to the cap detaching because of damaged threads. A test cap was used to complete investigation. Current draws were found to be within specification. Leak testing showed a leak at the battery compartment crack. No other moisture was found inside the pump. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter stated that the replace battery alarm is emitted every two days. During troubleshooting, the reporter noticed that the battery compartment was cracked. There was reportedly no damage to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.